Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was attempted but was not able to eliminate the right atrial (ra) lead far field r-wave (ffrw) sensing issue which was attributed to lead placement.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diagnostic reset was observed on the implantable pulse generator (ipg). It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw). Ipg and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.